Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 4000 mcg/ml fentanyl at 2500 mcg/day, bupivacaine at an unknown concentration and dosage, and 1 mg/ml dilaudid at an unknown dosage via an implantable pump for a sciatic nerve injury and spinal pain. On (B)(6) 2016, it was reported that a bridge bolus programming error occurred. The hcp stated that the patient had a bridge bolus performed on (B)(6) 2016 and the hcp had forgotten to factor in the patient-administered bolus's that the patient was receiving on a regular basis. The hcp intended on reprograming the bridge bolus and increase the old drug desired dose for the remaining pump tubing and catheter volume. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.